Manufacturer narrative:
Laboratory analysis of the ICD was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A review of the device memory did reveal that the pacing impedance measurements had increased over the past year from 1,650 to 2,050 ohms. The increase in pacing impedance measurements may have been related to a lead integrity issue; however, as the lead was not returned, this could not be confirmed.

Manufacturer narrative:
No products are expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. Whether the out of range measurements were pacing or shock impedance measurements was not specified. A revision was performed and the rv lead was capped and surgically abandoned. The implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.